Event description:
One erroneous result on proficiency sample for sodium. Initial result 82 mmol/l in 2008, expected value was 109-188 mmol/l. User repeated sample the following month, and recovered 147 mmol/l. No pt samples involved in the event. The field svc rep was unable to determine root cause, but checked the function of the analyzer. Performance tests were performed and within spec.